Event description:
It was reported the patient presented in the emergency room due to syncopal episode. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.